Event description:
Additional information received indicates that lead fracture was confirmed via x-ray.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported issue was confirmed. As received, the lead was complete but cut. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead for channels 1-8 revealed all wires were broken 29.0cm distal to the terminal end. Microscopic inspection of the lead for channels 9-16 revealed all wires were broken 28.5cm distal to the terminal end. Microscopic inspection of the stimulation end (paddle) revealed channel 2b lead wire was detached from the paddle electrode. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Event description:
It was reported that the patient's system was autoreducing. High impedances were noted. The patient was reprogrammed, but may still undergo surgical intervention at a later date.